Manufacturer narrative:
Pump was received with pump error 37 alarm during rewinding due to jammed motor gearbox. Unable to verify resume anomaly due to pump error 37 alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the data was lost. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.